Event description:
It was reported that the surgeon tried to fix the articular surface to the tibial component but was unsuccessful. Another articular surface was used to complete the procedure.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: incorrect insertion technique appears to be the cause of the problem; however, a definitive root cause cannot be determined with the info provided. Eval: mfg documentation was reviewed and indicates that the device was manufactured, inspected, and packaged to spec. As received, visual inspection revealed gouges to the bottom side and compression to the dovetail feature, indicating that it did not properly slide under the male dovetail on the tibia plate. This may indicate that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument.